Event description:
The manufacturer received information alleging a ventilator failed to trigger a breath. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed to trigger ventilation and the customers complaint could not be confirmed or duplicated. Additional information received from the service center states the device was not returned to the manufacturer for service. The customer attempted to repair the device at their service center but was unsuccessful. The device was not returned to the manufacturer for further evaluation.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device failed to trigger. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.